Event description:
Had eyes tested at store in 2006 aprox. And I was given amo saline solution at that time from the optometrist. I have been using that for the last few months and starting having pain in my eye three months later. Exact dates can be given upon your request. I went to the doctor that day and was given antibiotic drops. I finished the recommended dosage. My eyes still just didn't feel 100%, and I then heard of the amo saline recall on the morning news. I checked my supplies and called store. They all said to throw away the saline and cases and discontinue use. I called my doctor back who is a m.d. And asked about this recall and possible association of the product to my eye problem. They had not heard of the recall or any problems associated with it yet. Two days later, the doctor called me back and said that they had received a memo on the problem and she discussed how my eye was feeling at that time. A couple days later, I decided to call back and ask my doctor if I should see an ophthalmologists as a precaution. He made an appt with an eye doctor and I went to the appt two days later and he did indicate that I have keratitis. He did not say what type of keratitis, but he is currently treating me with steroid drops for two weeks. I checked back with my general doctor to see if I should be taking any anti-fungals by mouth or anything to ensure that I have covered all the bases and he felt like I should trust how the eye doctor is treating me. I hope that I am doing, all that I should be doing, to ensure that this is under control and that it does not effect the other eye. Right now it is in the center of my right eye. I was told by store to throw away the saline, and was told the same by the news, and so I do not have any of the product to send or refer to lot #'s. I wish that I did. I wish I had been told to look for that at the time!